Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal had a tear in the center. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The dso seal was replaced and the device then passed all testing.

Event description:
It was reported that the pump had issue with downstream occlusion seal. There was no patient involvement. Evaluation of the returned device identified a tear in the center of the downstream occlusion seal.